Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced loosening of the sling, mesh erosion, incontinence and urinary retention. An excision of the eroded mesh was performed.